Event description:
Information received by medtronic indicated that the customer reported a pairing failure between the pump and the minimed mobile application. Troubleshooting was performed and advised to force close the minimed mobile application, unpair the bluetooth and restart the mobile phone; however, the issue could not be resolved. No harm requiring medical intervention was reported. The customer will continue the use of the device and will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.